Event description:
As reported to coloplast though not verified, patient was implanted with restorelle dfa, restorelle dfp and restorelle y mesh. Later the patient experienced recurrent bulge at the vagina, pain with mesh, worsening bulge at the vagina and mesh exposure. A resection of the exposed vaginal mesh and cystoscopy were performed. No explant procedure was reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.